Manufacturer narrative:
(B)(4). The product was not returned for analysis. A product history record (phr) review of lot f2031702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ and ¿haematoma¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site hematomas and hemorrhage after a catheterization procedure are known complications and are listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported by the sales rep, the 6f/7f mynxgrip vascular closure device (vcd) failed. The doctor had to hold pressure for longer than 15 minutes. The patient developed hematomas. There was no reported patient injury. The device was used in patient. The patient develop a hematoma immediately after the sealant was deployed. The device was stored as per labeling and opened in sterile field. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium, stenosis or tortuosity in the vicinity of the puncture site. There were no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The target femoral site was not previously closed with any closure prior to this procedure. The mynx vcd¿s was prepped according to the instruction for use (IFU) instructions. The stick location was femoral. The procedures use an ante-grade approach. A competitor's sheath was used. There were no multiple stick attempts made before intravascular access was achieved. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device will not be returned for evaluation. No other information was provided.